Event description:
Response to request for additional information in regards to report number 2300380000-2005-8003. Boston scientific submitted an intial report uner manufacturer report number 2024805-2005-00019 tothe FDA on 06/24/05 for this complaint prior to receiving a copy of the medwatch report from the hospital. The hospital submitted duplicate medwatch reports under uf report #2300380000-2005-8003 and 2300380000-2005-8005 for this complaint. See copy of leter from hospital. Additional information we received from the hospital indicated no adverse event and the patient's status currently is good. Atherotomy was performed on a severely calcified superficial femoral artery lesion. It was stated that the catheter was delivered through a mildly tortuous path. When withdrawing the balloon, resistance was felt and the .014" pilot wire wrapped around the balloon. Attempts made to unwrap the devices wereunsuccessful. The directions for use indicates that the lesion should be absent of angiographically-visible calcification. We do not have evidence that the lesion was angiographically visible but the follow-up information indicates that it was a severely calcified lesion. The directions for use also states that if resistance is encountered, consider removing the guide and catheter as a complete unit. The information states that the procedure was successful and the outcome acceptable. This is an infrequent event as this is the first occurrence of this specific event and represents .003% of sales for 2005.

Event description:
When putting the cutting balloon over the wire, the balloon tip broke off just above the balloon; unable to retrieve with snare. Tip was retained in the patient.